Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this patient reported hearing tones emitting from the implantable cardioverter defibrillator (ICD) every 3 hours. The patient was in the hospital for an extended period of time, for hip replacement. A technical service (ts) reviewed device data confirming, multiple magnet applications between (B)(6) 2023 and (B)(6) 2023. Ts advised normal device tones would be 16 beeps every 6 hours. On (B)(6) 2020 there was an episode of high, out of range shock impedance (greater than 125 ohms) on the right ventricular (rv) channel. The device remains implanted. No adverse patient effects were reported.